Event description:
The patient reported that they experienced nine v-go 30 devices falling off from the same box. The patient was unable to provide the lot number and reported that no devices are available for return to the manufacturer for evaluation.